Manufacturer narrative:
Device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2022, it was reported by the patient that 4-5 infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.